Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope cover is dirty, e216(scope communication error). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, e216(scope communication error) occurs. (Not e226). Scope cover is dirty due to water leakage. The most probable cause of the complaint is cause traced to component failure. (E216) the most probable cause of the complaint is cause not established. (Scope cover is dirty) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited error e226 communication error endoscope during inspection for use. There were no reports of patient involvement.